Event description:
During a routine shift check by a clinician, the device intermittently does not power on. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.